Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level, sensor issues and blood at site. Customer's blood glucose value 40 mg/dl. Customer had not performed troubleshoot low blood glucose. Customer stated that the sensor got jammed at insertion and had to dispose of right away. The product was not returned for analysis.